Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that air bubbles were observed within the infusion set tubing. The customer declined to perform troubleshooting. Reportedly, a supply change was performed to address the occlusion and air in the infusion set tubing. Customer's blood glucose level was 400 mg/dl.